Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain¿.